Event description:
Healthcare professional reported they injected a patient with juvéderm® volbella¿ xc in the glabella without incident. Three days later, the patient had crusting of the skin and pain. Hyaluronidase was administered. The healthcare professional reported event as a "suspected vascular occlusion". Patient reportedly has since improved.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.